Event description:
It was reported that the patient had an abscess which led to a removal. Patient is now having pain and difficulty walking.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.